Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the device would not inflate, and that the device ruptured. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the trocar balloon. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to cut observed in the trocar balloon. The reported conditions were confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.